Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm medium-large clip applier does not hold the clips and will not engage into the clip applier. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The instrument was not fully functional. Additional observation that was not reported by the site: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .005" offset at the tips. As a result, the clip could not be properly loaded on the grips.